Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic bilateral salpingo-oophorectomy. The device did not work. It was noted that one part of the tip was missing and it is 1 cm shorter than the tisssue pad blade. The surgeon ordered an x-ray and there was no foreign objects visible in the pt. Another device was used to complete the case. There was no consequence to the pt.